Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with intraperitoneal (ip) vancomycin 1 gram every 3-5 days, ongoing. The cause of the peritonitis was unknown. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896316 and gd896209 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.